Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 1 unit of prismaflex m150 had an external blood leak located on the return line after the clamp, and a fluid leak at the electrostatic discharger ring site. The event occurred upon starting a blood infusion on a patient. There was no "blood leak detected" alarm. The filter set was discontinued and treatment was restarted with a new set. Blood was not returned to the patient. The total blood loss for this event was approximately 20-30ml. The patient was reported to be in good condition. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information received: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection did not reveal any defect that could be seen on the photograph. Without analysis of the actual sample, the reported issues could not be refuted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.